Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The support coil, embolic coil and gripper were out of the introducer. The embolic coil was still attached to the gripper. A longitudinal cut was noted in the vestamid located over the hypotube, with the cut section uplifted off of the hypotube still attached to the rest of the of the vestamid. No other damages were noted in the device. The od from the delivery tube was measured and was found within specification. A lab sample prowler select lp microcatheter was flushed and after that the dcs system was introduced; however resistance was experienced at the time that the cut section of the vestamid advance through the introducer; after that section pass through the microcatheter's hub resistance was increase and the device could not advance. The report that the orbit coil would not advance through the microcatheter was confirmed. The cause of the event was due to the vestamid sticking up over the hypotube. A meeting was held with qa and manufacturing engineer team in order to review the reported issue. After the complaint product inspection, it was determined this kind of damage could be caused during heat shirk and mandrel removal; potentially related to the manufacturing process. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed. Action was opened to address this issue.

Event description:
During an aneurysm coil embolization procedure the 3x4 trufill orbit mini complex fill was unable to be advanced through the prowler 14 microcatheter. The coil was never introduced into the patient and was removed from the microcatheter, set aside and a second orbit 3x4 was introduced and detached without incident. During the procedure all labeling instructions were followed, including constant and dedicated saline flush. After removal no other damages were noticed on the delivery system or coil. Analysis of the returned device found frayed/split torn damage to the coating on the delivery system.